Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that high, out of range hv lead impedance for the svc-can vector was observed. The patient was asymptomatic. Further testing was recommended.